Event description:
On 7/16/92, rptr had saline filled breast implants inserted. On 6/5/93, they had to be removed and pocket opened as the right implant was pushing up. She had internal bleeding and had to have a tube inserted on the second day to have fluid drained. On 12/20/93, when she was three months pregnant, she had a miscarriage. On 1/4/94, she became very weak and feverish and had a rash on her hands. She was admitted to the hosp on 1/7/94. After extensive tests it was determined that she had polymyositis and dermatomyositis. After two wks in the hosp, she went home on prednisone. She became worse and needed to be rehospitalized for two wks. While in the hosp, she also got colitis.